Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A replacement user interface will be sent to the customer.

Event description:
The customer reported that the bellavista 1000 touch screen was not sensing properly while connected to a patient. The patient was removed from the ventilator and switch to another unit. The customer confirmed that there was no patient injury or harm associated with the reported event.